Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical products: d284drg ICD, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has chronic high and undefined pacing impedance. The impedance has been elevated for a couple years. The lead recently had no capture at maximum output. The lead remains in use. No patient complications have been reported as a result of this event.